Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that the bd q-syte¿ luer access split-septum stand-alone device had pressure builds up and becomes too high which sets off an alarm. The following information was provided by the initial reporter: nursing staff connect line to the q-syte needless connector. In some patients they have found that the pressure builds up and becomes too high which sets off an alarm, they try a few more times until they have to stop treatment, remove the q-syte and connect directly to the needless adaptor on the port.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-dec-2022. H6: investigation summary: in the packaging. The unit was investigated by using a pin to access the bottom disk from the top disk. During insertion, the slit in the septum was identified. The report that the q-syte connector caused or contributed to the reported flow issues could not be confirmed. The slit in the returned q-syte connector was within specification and no issues associated with the manufacturing process were identified on the returned sample. A device history record review showed no non-conformances associated with this issue during the production of these batches. H3 other text : see h10

Event description:
It was reported by the customer that the bd q-syte¿ luer access split-septum stand-alone device had pressure builds up and becomes too high which sets off an alarm. The following information was provided by the initial reporter: nursing staff connect line to the q-syte needless connector. In some patients they have found that the pressure builds up and becomes too high which sets off an alarm, they try a few more times until they have to stop treatment, remove the q-syte and connect directly to the needless adaptor on the port.